Event description:
It was reported that the metal inserter broke. The anchor was successfully implanted. Broken piece was removed. No issues of any kind were reported and there was not significant delay and no patient injuries.

Manufacturer narrative:
Event or problem description updated.

Event description:
It was reported that the metal inserter broke. The anchor was successfully implanted even though shaft broke. Broken piece was removed. A 4.5 spade tip bit was used to prepare the insertion site. 4.5 drill and 5.5 anchor were used. No issues of any kind were reported and there was not significant delay and no patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product.